Event description:
It was reported that pump experienced recurring malfunction alarms identified as malf 12, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if needed, while technical support arranged a replacement pump.